Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited normal electrical measurements. During closing the device pocket, the lead exhibited measurement anomalies. The physician attempted to disconnect the lead from the header but was unsuccessful. The lead was explanted and replaced. The patient was discharged.